Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) level of 50-60 mg/dl. Reportedly, the cause was unknown, however customer indicated for some occurrences the cause was related to insulin stacking. Customer consumed carbohydrates to address bg. Recommendation was made to discuss diabetes management with a health care professional.